Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient a computerized tomography (CT) scan of the abdomen approximately thirteen years and nine months. The CT scan noted that the superior tip of the filter was approximately 1.5cm below the right renal vein. The superior tip was tilted anteriorly by approximately 20 degrees. None of the struts clearly penetrated the wall of the ivc, the struts appeared intact, and no obvious caval stenosis was noted. There was a calcified pulmonary nodule in the lingula. There were surgical changes of partial gastrectomy and partial small bowel resection. The gallbladder was surgically absent. A 5mm non-obstructing stone was incidentally noted at the lower pole of the left kidney. According to the information received in the patient profile from (ppf), approximately on or about thirteen years and nine months post implantation of the ivc filter the patient became aware of the alleged events and reports to have a tilted filter. As reported, the patient had placement of trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt of the ivc filter. Per the medical records, the patient a CT scan of the abdomen approximately thirteen years and nine months after implant, that noted that the superior tip of the filter was approximately 1.5cm below the right renal vein. The superior tip was tilted anteriorly by approximately 20 degrees. None of the struts clearly penetrated the wall of the ivc, the struts appeared intact, and no obvious caval stenosis was noted. There was a calcified pulmonary nodule in the lingula. There were surgical changes of partial gastrectomy and partial small bowel resection. The gallbladder was surgically absent. A 5mm non-obstructing stone was incidentally noted at the lower pole of the left kidney. Per the patient profile from (ppf), the patient reports a tilted filter. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.